Event description:
It was reported that patient has experienced redness, swelling and more pain than experienced with her original knee that was replaced. Another surgery is needed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the available information, the revision was precipitated by the painful arthrofibrosis documented in both interventions. The arthrofibrosis/scar tissue in some cases occurs after surgery and is most likely the root cause in this instance and not a failure of the prosthesis. No information on the patient's current status has been provided. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.